Event description:
It was reported that during a da vinci si surgical procedure the prograsp forceps instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Upon visual inspection, engineering found no broken cables at the distal end. Engineering found the pitch cables were loose at the wrist. Engineering also found a derailed backend cable and tube damage. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. The distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - 1 in length and mixed alignment (axially and non-axial) with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.